Event description:
A surgeon reports a patient experienced severe uveitis with junction of fibrinoid pupillary membrane following intraocular lens (iol) implant surgery. The patient was treated with antibiotics with good outcome. The surgeon indicated the event may have been related to the iol delivery system.